Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a stuck guidewire occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a farawave pulsed field ablation (pfa) catheter was selected for use. After the catheter was introduced into the left atrium, the catheter was deployed to flower configuration, and the guidewire became stuck near the left superior pulmonary vein (lspv). The physician attempted to undeploy and redeploy the catheter without success. The catheter was removed from the patient and reshaped to flower configuration. Upon inserting and deploying flower configuration, once again, the guidewire became stuck in the catheter. The catheter was replaced, and the procedure was completed successfully without patient complications. It is unknown if the catheter will be returned for analysis.